Manufacturer narrative:
This report is submitted on april 01, 2024.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on june 18, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.